Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The work order was cancelled for reason: "problem cleared itself." Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery during the first part of april when harvesting the graft, the blade vibration slowed to the point of macerating the donor site. A split-thickness skin graft (stsg) was not able to be obtained; therefore, a full thickness graft had to be harvested manually from the patient. There was significant delay of an unspecified amount of time, and the patient was under general anesthesia. No additional patient consequences were reported. Due diligence is complete as the customer indicated that no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: guinea, west africa.